Event description:
It was reported that post implantation of a standalone 3 piece monofocal intraocular lens (iol), the surgeon noted the trailing haptic was bent backwards. No further information was provided.

Manufacturer narrative:
Section a5: per regulation EU 2016/679, (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.